Event description:
It was reported that bd maxplus needleless connector was unable to disconnect.the following information was received by the initial reporter with the verbatim:we¿ve received a complaint from a clinician on the maxplus caps. The complaint is they are hard to unscrew once they are on the tubing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a complaint of issues with removing the caps was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mp1000-c lot number 23035232 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxplus needleless connector was unable to disconnect. The following information was received by the initial reporter with the verbatim: we¿ve received a complaint from a clinician on the maxplus caps. The complaint is they are hard to unscrew once they are on the tubing